Event description:
Ous MDR. After an implantation time of about 38 months, it was reported that the patient had an ablation performed on (B)(6) 2016. Oversensing was detected subsequently. The lead was explanted on (B)(6) 2016 and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead properties were checked. Multiple signs of abrasion along the lead body were seen. In particular in the distal area, the insulation was damaged due to fraying. This damage manifestation can with high probability be regarded as the cause for the clinically observed noise artifacts. The position and characteristics of the fraying lead to the assumption of strong mechanical stress on the lead in the area of the tricuspid valve. Considerable lead movement should be regarded as cause. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.